Event description:
Customer reported a past high blood glucose event with the highest level displayed as "high." Cause was not known. Not actions were taken to address the elevated bg. Technical support recommended the customer consult with a healthcare professional to discuss factors potentially affecting blood glucose levels.